Event description:
According to the reporter, during laparoscopic procedure, reload would not open and stapler stuck. Surgeon replaced the device to resolve the issue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.